Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message on the programmer when the physician was connecting the electrode. The error message indicated that the device should not be implanted due to an unsatisfactory initial device check. This s-ICD was removed and another s-ICD was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. An emblem s-ICD programmer was used in an attempt to communicate with the device; however, the programmer recognized the device but could not connect to it. The s-ICD was then connected to an iva and a download of the firmware was able to be completed. Review of device memory confirmed there were numerous resets that occurred on the day of the event, indicating that although the device was recognized during the scan by the field programmer, it was not able to establish telemetry. In order to evaluate whether or not the inability to establish telemetry may be temperature-dependent, the device was subjected to varying temperatures over time and multiple attempts were made to communicate with the device. Temperature testing determined the device behavior was due to a shortened telemetry wake-up pulse behavior (radiofrequency (rf), wake-up period) associated with the crystal oscillator start-up process. Investigation has shown that the duration of the rf wake-up period directly affects the ability of the device to be interrogated. Laboratory analysis confirmed that the clinical observations were caused by an anomaly with the crystal oscillator in the rf circuit.

Event description:
--